Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found communication could not be established between the device and the programmer due to a sudden drop in the battery voltage which caused loss of communication. The device image was captured but it was corrupted, hence it was not able to retrieve any egm data. The device was tested on automatic test equipment (ate) which revealed normal device characteristics. The cause of a sudden drop in the battery voltage during the interrogation was undetermined.

Event description:
This report is to advise of an event observed during analysis.